Manufacturer narrative:
Unit was returned to the manufacturer for evaluation.

Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.